Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe there was leakage past the plunger the following information was provided by the initial reporter. The customer stated: "during the infusion, a puddle of propofol was found on the floor. It was then identified that the syringe was leaking past the back end of the plunger and onto the floor."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-02. H6: investigation summary: sample and photo received for investigation, upon visual inspection the sample was sent without its original unitary packaging and used, as remaining white drug can be seen inside. One picture was also provided by customer where it ca be observed the provided device with leakage past the stopper. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Upon visual inspection of the sample received it can be seen white liquid substance between the stopper ribs, confirming leakage past the stopper took place. Stopper is correctly assembled and once the functional test was performed, stopper was disassembled showing no defects in the plunger that could lead to leakage experienced by customer. When the barrel was examined, damage can be noticed between numbers 30 and 40 of the scale. When barrels have this type of damage, the inner surface of the barrel can be deformed causing a bad adjustment between barrel stopper and plunger leading to leakage. Possible root cause is associated with damage (dent) which is produced before silicone station during assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe there was leakage past the plunger. The following information was provided by the initial reporter. The customer stated: "during the infusion, a puddle of propofol was found on the floor. It was then identified that the syringe was leaking past the back end of the plunger and onto the floor."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe there was leakage past the plunger the following information was provided by the initial reporter. The customer stated: "during the infusion, a puddle of propofol was found on the floor. It was then identified that the syringe was leaking past the back end of the plunger and onto the floor."